Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the subject had died on (B)(6) 2016. The cause of death was myocardial infarction. The site indicated that it was not related to the device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a from a healthcare provider via implantable systems performance registry (ispr) clinical study regarding a patient who was receiving bupivacaine with concentration 30.0 mg/ml at a dose rate of 13.503 mg/day and hydromorphone with concentration 2.0 mg/ml at a dose rate of 0.9002 mg/day via an implantable pump as of (B)(6) 2015 for non-malignant pain and herniated disc. It was reported that as per a patient on (B)(6) 2015, they experienced urinary retention. A clinical diagnosis of intrathecal medication side effects was noted. Programming from the most recent refill prior to the event was performed on (B)(6) 2015. Action/intervention taken included administration of urecholine on (B)(6) 2015 and administration of flomax on (B)(6) 2015. Urinary retention was noted as having been related to the device or therapy regarding the intrathecal medication bupivacaine; the drug action that caused the event was indicated as having been an increased dose. Urinary retention was considered as having been unrelated to the implant procedure. It was further reported that as per the patient on(B)(6) 2015 they experienced dizziness; the clinical diagnosis was also intrathecal medication side effects. Regarding physician activated dosing, the total maximum daily dose was increased 54% on (B)(6) 2015 (maximum activations per day was 10); the dose rate of bupivacaine was 20.818 mg/day and the dose rate of hydromorphone was 1. 3878 mg/day. Action taken on (B)(6) 2015 regarding dizziness included the patient having been instructed to sit with their lower extremities elevated when activating the personal therapy manger (ptm) device and then stand slowly after activating the ptm. Dizziness was considered as having been possibly related to the device or therapy regarding the intrathecal medication hydromorphone; the drug action that caused the event was indicated as having been an increased dose. The dizziness was not related to the implant procedure. Dizziness had resolved without sequelae (B)(6) 2015. Urinary retention was reported as ongoing. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider via a clinical study reporting the patient's pump had been reprogrammed on (B)(6) 2016 and the issue was unresolved at the time of study exit/death/study closure.